Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body (light blue) of a minicap transfer set. This was further described as ¿came apart at the blue threaded connectors." This occurred during training for peritoneal dialysis (pd) therapy using a tummy simulator. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.